Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however a soft ware error was noted in the error logs. The central processing unit was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit would reboot on its own. There was no report of patient involvement.